Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the damage of the insulation material of the sheath was likely caused by a thermal mechanical overload, improper handling, wear/tear, or a mechanical impact such as a fall, shock, or similar stress. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel.¿ ¿inspection and testing inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g cracks, fractures).¿ ¿warning risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorised service centre.¿ this supplemental report includes information added to d8. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has also been submitted on importer report #2429304 - 2023 - 00027. The device has not been returned to olympus at this time. Additional information has been requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information has been received.

Event description:
An olympus representative reported to olympus, on behalf of the customer, that the tip of the resection sheath, 24 fr. Broke off during laser enucleation of the prostate procedure and fell into the patient's bladder. The tip was not retrieved, and a separate procedure was planned to retrieve it. There was no further harm or user injury reported due to the event.